Event description:
It was reported that the ventilator stopped. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. No expiratory cassette was mounted on the ventilator. With a new expiratory cassette, the reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs contained alarms for regulation pressure limited indicating an increased expiratory resistance in the patient¿s breathing system. The ventilator attempts to deliver the set tidal volumes but fails due to imposed restriction of the set upper pressure limit. The alarms are an indication of high resistance in the patient circuit, where one possible cause is an occluded expiratory bacteria filter. Remedy when the alarm occurs is to check the ventilator settings according to the ventilator user¿s manual. The user¿s manual for the bacteria filter states that the expiratory airway pressure must be carefully monitored to protect the patient against accidentally high airway pressure. There are no indications of a ventilator malfunction. The conclusion is that the described error was most likely caused by a clogged filter.